Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to perform basic occlusion and excessive no delivery tests. Analysis found the unit with loud motor noise during rewind due to faulty motor. However, the unit passed the displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 250 mg/dl at the time of incident. The insulin pump will be returned for analysis.